Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging missing product. The reporter claimed the meter's adapter and usb charging cable were missing from the meter kit. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.